Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. After pre-dilatation, a 3.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was performed again but the issue was not resolved. The device was advanced again with the use of a micro catheter, but a part of the strut became deformed. The device was completely removed from the patient's body and the procedure was completed with a 3.50 x 15 non-bsc stent. No patient complications were reported.